Manufacturer narrative:
12/22/97-supplemental report #1 sent to FDA.

Event description:
The device was used during a vats procedure. Reportedly, there was interlock failure. The hosp has no add'l info at this time.